Event description:
Report received of an underdelivering during customer accuracy testing procedures. It was reported that an abbott field service rep verified that the pump was set to deliver 20ml and that the measured volume received was 18ml. Pump specifications require delivery to be +/- 5%. The pump was not in use with a pt.